Manufacturer narrative:
The investigation of stroke/cva has been completed. The clinical reported the patient having new neurological deficits a day after implant. Pump was returned and biomaterial was observed in the outflow cage. Strokes/cvas can occur during or after impella support, and can be either ischemic or hemorrhagic. To make a determination as to the cause of the stroke, the following clinical information must be considered: -patient's medical history, including any previous strokes, cardiovascular disease, or risk factors such as hypertension, diabetes, or atrial fibrillation -timing of the stroke in relation to impella support (during or post-implant) -detailed description of the symptoms experienced by the patient -neurological examination findings and any focal deficits observed -diagnostic imaging results, such as CT scan or MRI of the brain, to identify the type and location of the stroke (ischemic or hemorrhagic) -laboratory test results, including coagulation profiles and cardiac markers -any relevant procedural or device-related factors, such as duration and settings of impella support, presence of embolic protection devices, or any documented procedural complications -response to any previous anticoagulation or antiplatelet therapies -evaluation of potential alternative causes of stroke, such as arrhythmias, embolic sources, or underlying vascular pathology as this clinical information was not provided, the true root cause of the stroke/cva could not be determined. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-27288 as it is unknown if the initial reporter also sent the report to the food and drug administration. H5 was erroneously entered on manufacturer device report 1220648-2025-27288.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella IFU: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient was noted to have new neurological deficits consistent with signs and symptoms of stroke. The physician did not necessarily believe it was directly connected to the impella versus normal surgical complication risk. No known actions were taken. The patient continued on support until the device was successfully weaned.